Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial stent deployment occurred. The target lesion was located in the biliary artery. A 10 mm x 80 mm wallflex¿ biliary transhepatic stent was selected to treat the lesion; however, the device would not fully deploy. It was noted that the stent was partially deployed about a third of the way. The stent was not reconstrained to remove and the physician pulled the sheath and stent delivery system out together and the procedure was not completed. Further medical intervention was required.